Event description:
On 07/16/2019: it was reported that on (B)(6) 2019, a guide wire was stuck on a universal chuck with t-handle. There was no patient involvement. This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown guide/compression/k-wires /unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Device received. Occupation: synthes representative. Investigation summary background: it was reported that on (B)(6) 2019, a universal chuck with t-handle was broken. There was no patient involvement. This complaint involves one (1) device. Service & repair evaluation: the customer reported that universal chuck with t-handle was broken. The repair technician reported that the tip of chuck is damaged we do not keep this chuck in stock. Part was stuck in chuck and the tip of the part is broken off and missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Flow : damage: the universal chuck with t-handle and unknown guide wire were received separate at cq. Upon inspection, it was noticed that the unknown wire was broken and broken piece was not received. The complaint is confirmed. Dimensional inspection: it was not performed due to the post manufacturing damage. Document/specification review: the part and lot number of the complaint device could not be determined as it is not etched on the device and provided. Thus, review of the manufacturing record evaluation and review of the drawing could not be completed.  Investigation conclusion: a definitive root cause could not be determined. But, it is possible that rough handling or excessive force was applied during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a universal chuck with t-handle was broken. There was no patient involvement. This report is for one (1) unk - guide/compression/k-wires this complaint involves one (1) device. This report is 1 of 1 for (B)(4).